Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 2:30pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿516mg/dl¿ with the subject meter. This was compared to a blood glucose result on another device, taken 30 minutes later of ¿340mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they continued with their usual diabetes management regimen as a result of the alleged product issue. The patient reported that 30 minutes later they developed the symptom of ¿shaking¿ and ¿fell down¿. The emergency medical services were called. When the ems arrived the patient reported that no treatment was received, the patient self-treated by consuming ¿coke pop¿. The patient was taken to hospital and upon arrival had their blood glucose measured at ¿340mg/dl¿ on another device. The patient was allegedly rushed to surgery as they had broken their hip during the fall they experienced, however no further treatment concerning their diabetes was received. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.